Manufacturer narrative:
Physio-control evaluated the device at the failure analysis center and determined that the failure was caused by water damage: corrosion was observed on the analog pcb assembly (positive terminal of battery 2 and around ic chip u3 and u4), high energy storage capacitor and speaker (metallic parts). All three assemblies were tested and functioned properly with the presence of the corrosion. A replacement device was provided to the customer. The source of the water was not determined.

Event description:
It was reported that the device had the wrench icon illuminated. The device was returned and evaluated at physio-control. A fault code was found logged in the device memory after the three am test indicating the defibrillator capacitor was not holding charge. There was no report of patient involvement with incident.